Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a diagnostic heart catheterization procedure. Reportedly, a cuff miss occurred. A second and a third proglide device were used with the same results. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2 additional perclose proglide devices are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. A cuff miss as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. During manufacturing all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. There was no report that the patient had any of the conditions listed in the special patient populations section of proglide instructions for use. A cuff miss can be influenced by several factors, including, but not limited to failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handlind database was performed and there does not appear to be any indication of a product quality deficiency.